Event description:
It was reported that after emergency placement, only 5 cc could be withdrawn when attempted to remove the foley catheter on the ward. Left in place, it spontaneously dislodged. A minute pinhole was present. They also asked did it gradually come out through this.

Manufacturer narrative:
The reported event is confirmed manufacture related. Received (4) photo samples. Visual evaluation of the photo samples notes one opened (without original packaging), used silicone foley catheter with no syringe. Verified material number 119314 and lot number ngkq3995. The condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Visual inspection noted no obvious observations. Using the in house luer lock syringe, the catheter balloon was inflated with 10ml methylene blue solution (3 drops 1percent aq methylene blue per 100ml distilled water) and leakage was observed. Upon inflation, the solution existed out of the trifurcation site due to a pin hole measuring (0.015in). The reported event is addressed within the labeling as it states: contraindications. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). They may damage the device and may burst balloon. (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp edged instruments. Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon. Directions for use. (3) carefully insert the catheter into the urethral meatus. After the balloon advanced in the bladder, attach the needleless syringe, and gently infuse the specified volume of sterile water to inflate the balloon. (4) pull the catheter slightly to seat the balloon at the level of the bladder neck. (5) to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after emergency placement, only 5 cc could be withdrawn when attempted to remove the foley catheter on the ward. Left in place, it spontaneously dislodged. A minute pinhole was present. They also asked did it gradually come out through this.

Manufacturer narrative:
The reported event was inconclusive. Received (4) photo samples. Visual evaluation of the phot samples notes one opened (without original packaging), used silicone foley catheter with no syringe. The condition of the affected catheter could not be confirmed because only photos were provided for the investigation. Functional testing was not possible based solely on these photos. Product labeling was reviewed for this investigation. The reported event is addressed within the labeling as it states: [contraindications]. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] [Directions for use] (3) carefully insert the catheter into the urethral meatus. After the balloon advanced in the bladder, attach the needleless syringe, and gently infuse the specified volume of sterile water to inflate the balloon. (4) pull the catheter slightly to seat the balloon at the level of the bladder neck. (5) to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after emergency placement, only 5 cc could be withdrawn when attempted to remove the foley catheter on the ward. Left in place, it spontaneously dislodged. A minute pinhole was present. They also asked did it gradually come out through this.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.